Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced.

Event description:
New information received indicates that the lead was dislodged during the epicardial lead placement procedure. Loss of sensing and no capture were also observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.